Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump issued an occlusion alarm and the patient¿s blood glucose was 229 mg/dl; the patient disconnected from the pump and transitioned to backup therapy. The screen on the device was previously reported as delaminated. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and implicated device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.